Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tips are broken. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9215-1-03, universal quick connect handle, serial/batch number (B)(6), was received for investigation. Upon visual inspection, it was observed that the tip of the device was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.